Event description:
Journal article received: the use of the unreamed ao femoral intramedullary nail with spiral blade in nonpathologic fractures of the femur: experiences with eighty consecutive cases. Journal of orthopaedic trauma: vol. 16, no. 3, pp. 150-154: 2002. Authors: p. Broos and p. Reynders. Synthes is not mentioned in this article, please see attached article. Study was from april 1995 to december 1998 with 80 patients implanted nail and spiral blade. It was reported: in 17 fractures the ufn-sb failed before bony union: 5 times the spiral blade bent: 9 time's migration: 3 times breakage: revision surgery needed; 6, implant failure, 1 time because of delayed union in a segmental fracture without implant problems. This complaint is on the 5 times the spiral blades bent. (Blade). This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Average age: 65 years, range: 22-99 years. Gender: 55 women, 25 men. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.